Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant could not confirm the exact event date; however, it was during 2010. (B)(4) - medical intervention required. (B)(4) - stent expansion issues. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used within a patient during a bronchoscopy procedure. According to the complainant, the stent was completely deployed off the delivery system into the left main stem of the patient's bronchus. Post implantation, it was observed under fluoroscopy that the proximal flair of the stent was not fully expanded. As a result, the physician removed the stent using retrieval forceps. Laser therapy was then performed to de-bulk the tumor. There were no patient complications reported as a result of this event.